Manufacturer narrative:
Device evaluated by MFR.: a watchman truseal access system (was) was returned for device analysis. The device was visually examined. Visual inspection of the device found a kink in the sheath 27-29cm distal of the strain relief. There was a kink in the dilator 3cm proximal of the tip. A photo attached to the complaint record depicted the tip of the dilator kinked. Product analysis confirmed the reported sheath kink as the sheath was kinked. Product analysis could not confirm the difficult to insert as clinical circumstances could not be replicated. Inspection of the remainder of the device found no other damage or defects. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed on a patient with tortuous blood vessel anatomy and obvious scars. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician reported that the was difficult to insert into the patient. Throughout the procedure, the physician complained about the quality of the was sheath hardness and support. The watchman closure device was successfully deployed and implanted in the patient. At the end of the procedure, the was sheath was removed from the patient and found to be bent and kinked. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed on a patient with tortuous blood vessel anatomy and obvious scars. A watchman truseal access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician reported that the was difficult to insert into the patient. Throughout the procedure, the physician complained about the quality of the was sheath hardness and support. The watchman closure device was successfully deployed and implanted in the patient. At the end of the procedure, the was sheath was removed from the patient and found to be bent and kinked. There were no patient complications or consequences that occurred as a result of this event.